Event description:
The dr was unable to insert the iab into the sheath. A second was used. Event complications: unk - rpt'd 3/13/97; none - rpt'd 4/11/97. Pt current status: stable - rpt'd 4/11/97.

Manufacturer narrative:
Evaluation: the iab was received intact for evaluation with the membrane noted to be completely unfolded. No sheath was noted to be present on the catheter tubing. In addition, the original sheath used during the balloon insertion was returned for evaluation with the balloon. The catheter o.d. Was measured and found to be within specification. It was not possible to insert the returned iab through a laboratory 10 french, 11 inch sheath due to the condition of the returned iab membrane. Probable cause of difficulty: based on the examination of the returned product, it was not possible to verify the encountered difficulty in the lab due to the condition of the returned iab membrane. Having the opportunity to examine the folded membrane and original sheath may have provided some additional info into the encountered problem. In addition, it was rpt'd if a second iab was inserted into the pt via the sheath from the first balloon. This info could have been helpful in determining whether or not the problem was iab or sheath related. In general, difficulty advancing the iab into the sheath or into the pt removal from the blister tray. If drawn, a vacuum may have not been maintained thorughout the insertion procedure. During the insertion and advancment of the sheath, the sheath or iab may have hit the opposing wall of the artery causing it to kink. The pt may have had a severe vessel tortuosity resulting in poor balloon insertion and advancement in to the sheath. Durign iab insertion, trhe balloon tip may have hit opposing wall of the artery as is exited and end of the sheath.